Event description:
It was reported that the dermav would continue to fire after provider lifted handpiece off the patient. Site tried to change the tips, but still experiencing the same issue. No injuries were reported. Cynosure field site engineer (fse) arrived on site and evaluated the device. Fse was unable to duplicate the reported issue. Fse also tried to use different intellitrak tips with the laser, but spot sizes couldn't be recognized, and tips cannot be used. Fse relayed to cynosure tech support that the handpiece need to be replaced. Due to the site reporting an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.